Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) system exhibited rising shock impedance values that are reported to be out of range (oor). The system has few reprogramming options. As such, technical services (ts) explained the dangers of oor impedance and recommended performing a commanded shock to evaluate the impedance real time. However, there is no information that testing was performed. The system remains implanted. No adverse patient effects were reported.